Manufacturer narrative:
The device history record for lot m19185d209 was reviewed and the product was produced according to product specifications. The actual complaint product was not returned for evaluation. Photos were provided by the customer and evaluated. Root cause could not be determined. All information reasonably known as of 03 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury

Manufacturer narrative:
A review of the device history record is in-progress. The actual complaint product was not returned for evaluation. Photos were provided by the customer. All information reasonably known as of 30 jul 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4)..

Event description:
It was reported that the "coating/insulation on the introducer peeled back making it difficult to insert. The doctor did not realize the coating insulation was peeled back until after the procedure." No patient injury was reported. Additional information received 15-july-2021 indicated "there was no patient injury and that they were able to use the kit. It was not replaced. It was noticed after the procedure." Additional information received 22-july-2021 confirmed "pt [patient] had no adverse reaction/effects to this incident."